Event description:
Screw fractured inside implant. Implant had to be trephined out and bone grafted. Replacement to be determined at a later date.

Manufacturer narrative:
Upon visual inspection, found that a screw has broken off inside of this oss585 implant, therefore, implant had to be removed. Implant was implanted in this patient for a total of 13 years. Checked inventory and all 239 / oss585 from this lot have been shipped and this is the 8th complaint and this is the only one for this reported issue. Other incidents were for non-integration. The review of the DHR records did not provide any indication of a manufacturing deviation that would cause this condition. Mfg. Lot# 108144 / no CAPA or nc's written on this lot.